Event description:
The customer reported to olympus that there was a scope error e315, bad image on the colonovideoscope. The issue was found at preparation for use. There was no patient harm associated with the device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; there was an error code displayed on the image. Additional findings include; a cut on switch one, low angulation, control knob had play and there was a minor dent and scratch on the distal end plastic cover. The objective lens had chips at the edge and there was a crack on the bending section cover glue. There was a cut at the insertion tube. The control body was dry and control ends are expanded. There was a surface scratch on the light guide tube. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.